Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument core controller (icc), isi core, personality module surgeon console (pmsc) associated with the customer-reported complaint. The units were analyzed, and the following fa investigation results were obtained: icc: pca tech was unable to reproduce the failure report by installing this board into pca test system 10 minutes sine cycle, 40 power cycle and sitting idle for 1 hour without any errors. The icc board remained in the test system for 3 days, while testing other parts, and it performed with no issue. Isi core: visual inspection: all the boards, modules, and power tray are rusty a corrosion. The core was tested on the pca test system. The system started up fail with error 48100 (node icc) which mean a node had a recoverable i2c bus error. After troubleshooting the backplane imp was causing the issue. Test with backplane text fixture, system started up without any error. Ran 50x power cycles with this part, all passed. The core remained on the test system for hours, in normal operation, it performed without any error. Pmsc: this pmsc was installed onto ssc test system start up no problem, check video right video output is good continued where it ran 10x power cycle and it sat idle for one hour. Visual inspection found this pmsc all rusty and with corrosion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported a black screen in the high-resolution stereo viewer (hrsv) right monitor. The tse reviewed logs and found errors 48100 and 45308 for the right monitor video issue. The tse suggested a hard power cycle and a reset of the blue fiber cable. The customer confirmed that the issue is the same after the hard power cycle and the bfc reset. The tse told him the field service engineer (fse) would visit for part replacement. The customer said the surgeon is performing the surgery with hrsv one-eye vision. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The field service engineer (fse) replaced the isi core, the isi core controller (icc), and the personality module surgeon console (pmsc) to resolve the reported issue. Return material authorizations (rmas) were issued to evaluate the intuitive surgical, inc. (Isi) devices. A follow-up MDR will be submitted if the products are returned (post failure analysis evaluation) or if additional information is received.